Manufacturer narrative:
The device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. The device was confirmed to be operating in safety mode, and device memory analysis identified a memory inconsistency. The device underwent therapy availability testing, and normal device function was observed. The device case was then removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Testing of the battery found it was depleted; however, no cause for the depletion was found. It is likely the memory inconsistency was due to the battery voltage being too low. Laboratory analysis confirmed this device appropriately reverted to safety mode due to the identified memory inconsistency. Because the device operated normally in the laboratory setting, the root cause was unable to be determined. This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative).

Event description:
It was reported that a remote transmission was received indicating that this implantable device was operating in safety mode. Boston scientific technical services was contacted and recommended an emergent replacement procedure. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. It was recently clarified that no surgical intervention had been performed on the non-boston scientific right ventricular lead during this procedure. This device has been received for analysis.

Event description:
It was reported that a remote transmission was received indicating that this implantable device was operating in safety mode. Boston scientific technical services was contacted and recommended an emergent replacement procedure. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. It was also stated the right ventricular (rv) lead may have been revised additionally during the procedure, but no specific lead allegations were received. The rv lead is not a boston scientific product and this device is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that a remote transmission was received indicating that this implantable device was operating in safety mode. Boston scientific technical services was contacted and recommended an emergent replacement procedure. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. It was recently clarified that no surgical intervention had been performed on the non-boston scientific right ventricular lead during this procedure. This device is expected to be returned for analysis, but has not yet been received.